Manufacturer narrative:
Device passed all functional testing including the displacement, operating current test, a21 error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. No black light anomaly, no excessive no delivery alarm and no charge/battery lasts less than expected anomaly during test noted. Pump received with minor scratched lcd window and stripped battery cap(p) coin slot. The p-cap locks into the reservoir compartment properly noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the screen was scratch and dimmer and it was harder to read. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated that the insulin pump had no delivery alarm and diminished battery life and cap was stripped harder to screw in. The device will not be returned for analysis.